Event description:
It was reported that the deep brain stimulation (dbs) patient developed a hematoma, indicated by swelling and bruising, over the implantable pulse generator (ipg site). The physician believed that the hematoma was related to the implant procedure. Antibiotics were given to the patient. The patient was advised to stop taking aspirin and massage the site. The physician will continue to monitor the patient.